Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing, - 1 device was found to be affected by corrosion, 4 device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated; 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Evaluation status confirmed 2 reported events were confirmed during testing. -  devices were found to be affected by corrosion. Not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by broken down lubrication.   Additional information  devices were not labeled for single-use. Devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact.